Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, scratch on the lens was noticed. Subsequently the lens was removed during initial procedure and it was completed on that day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in e.1., h.3., h.6., and h.11. The lens was returned adhered to the lens case base. Viscoelastic was observed on the lens. One haptic was broken-gusset area, returned. The optic was cut into two pieces across the center. The optic was cleaned with klrp. One optic portion has a cracked area that may have been interpreted as a scratch. Both portions were chipped on the anterior edge on opposite sides. The observed damage was similar in appearance to damage that may occur with a plunger override. Smaller parallel cracks were observed, which appear to have been caused by forceps. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the observed damage could not be determined. The lens was returned in pieces. One portion had a crack that may have been interpreted as the reported scratch. Both optic portions were chipped on the anterior edge on opposite sides. The observed damage was similar in appearance to damage that may occur with a plunger override. It is unknown if qualified associated products were used. The IFU (instructions for use) instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).